Manufacturer narrative:
One cadd legacy 1 pump was received for investigation. The event history log was reviewed and there was no evidence of the reported inaccuracy issue. Three separate delivery accuracy tests were performed and the reported inaccuracy issue was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. There was no fault found with the returned pump.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that during bench-testing of this smiths medical cadd legacy pump, the pump failed accuracy by -12.35%. No patient involvement reported.